Event description:
Additional information was received that diagnostic imaging was performed, however, results were not provided.

Event description:
During a remote follow-up, episodes of oversensing, decreased sensing and increased impedance were noted on the right ventricular (rv) lead. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that that pacing impedance had increased.